Event description:
It was reported the pt was unable to communicate with the ipg using the charging system, and no longer had stimulation. The pt reported he had been in the hospital for a long time and did not remember when he last recharged the ipg. A replacement charging system was sent to the pt. The sjm rep met with the pt and was unable to locate the ipg with the external devices. The next course of action was undetermined.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.